Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information: h6. The following information was requested but unavailable: please provide the patient's weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Please describe the appearance of the suture during the second procedure. Did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? How was the dehiscence managed besides potassium permanganate? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Per IFU: 5 days post-implantation approximately 50% of the original tensile strength remains. All of the original tensile strength is lost by approximately 10 to 14 days post-implantation. The absorption of vicryl rapide¿ occurs thereafter and is essentially complete by 42 days.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Please describe the appearance of the suture during the second procedure. Did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? How was the dehiscence managed besides potassium permanganate? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Per IFU: 5 days post-implantation approximately 50% of the original tensile strength remains. All of the original tensile strength is lost by approximately 10 to 14 days post-implantation. The absorption of vicryl rapide¿ occurs thereafter and is essentially complete by 42 days.

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2025. The amniotic fluid was clear and the perineum was incised. Used suture to sew the skin cosmetically, and routine postpartum care was given. The patient was discharged from the hospital 3 days later. On the eighth day after surgery, the patient complained of pain and inflammation in the vulvar wound. Upon examination, the episiotomy wound was split 2cm and about 1 cm deep. The suture was exposed and not absorbed. There was no pus in the wound. The unabsorbed suture was cleaned and potassium permanganate tablets were used to make a solution to clean the wound. Additional information was requested.